Event description:
It was reported when the device was first tested the atrial channel could not be measured using a sigma tester but now the atrial channel is measuring fine. The test leads had been connected to the patient connector block. The device was returned to service. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.